Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected field: d9, h3, h6 (investigation type).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use the cs300 intra-aortic balloon pump (iabp) backup battery was low. No harm or injury reported. The equipment was not being used for transportation at this time. The getinge field service engineer (fse) was denied by customer to perform manufactures maintenance and refused to disclose relevant information. If more information is received in regards to this repair the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) backup battery was low during use. There was no harm or injury reported.